Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an evl procedure performed on (B)(6), 2026. It was reported that during the procedure, two rubber bands came out at a time, and ligation did not occur at the treatment site. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of bands premature deployment.